Event description:
As reported by the edwards lifesciences affiliate in brazil during implant of this valve model 8300a21 a rupture in the aorta occurred. As reported, both cylindrical and replica ends sizers were used for sizing. The 19mm sizer was too small, passing through the annulus and stopping inside the left ventricle, while the 21mm sizer fit well. Reportedly, this was the surgeons first intuity valve implant. The deployment was performed as recommended by protocol. Once the intuity valve was correctly positioned at the annulus, the coronary arteries were visible, and no coronary occlusion was observed. However, this led to three instances of accidental transection to the aortic root, resulting in extended cardiopulmonary bypass (cpb) time. The surgeon repaired the damaged areas on the aorta with 5.0 prolene sutures. After cpb arrest, a transesophageal echocardiogram (tee) showed that coronary arteries were intact, and the intuity valve was well positioned. Unfortunately, the patient experienced severe left ventricular dysfunction after 120 minutes under cardioplegic solution. Despite the surgical teams efforts to treat the dysfunction with vasoactive drugs and a return to cpb, the patient passed away on the operating table. It was reported that the patients death was not related to the valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data: section g3 (date received by manufacturer) from the initial report is corrected to august 29th, instead of august 26th as initially reported. The correct aware date is , 2024 h11: additional manufacturer narrative: section e1: the contact telephone number is: (B)(6). However, it could not be included in the corresponding field as it reports a format error when saving. The device was not returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. Based on the available information the most likely cause is procedural factors including difficulty visualizing coronary arteries.